Event description:
It was reported that the device overshot the target temperature by 3 degrees for 2 hours. There was patient involvement, but no serious injuries or clinically relevant delay in treatment was reported.

Event description:
It was reported that the device overshot the target temperature by 3 degrees for 2 hours. There was patient involvement, but no serious injuries or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The device was evaluated by a stryker field service technician. Upon evaluation, no defect was found with the device's ability to reach the appropriate temperature. The complaint and product inquiry will be closed as a duplicate of the work order.